Event description:
It is reported that while inserting the screw for proximal side of retrograde nailing of the femur, it was noticed that the screw head was broken.

Manufacturer narrative:
Evaluation summary: the screws stated in the complaint were not returned for evaluation. No x-rays were returned. Surgical technique used and pt bone quality are unk. It is unk whether the drilling was made through both cortices of the bone. Most likely, off-axis seating of the driver and/or overloading on a hard bone has led to a torsional fracture. Insufficient information is provided to determine the root cause of this event. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be rec'd, the complaint will be re-opened. Zimmer, inc considers the investigation closed.